Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the leads will be explanted and replaced due to migration. It is unk whether the leads will be returned to the MFR for analysis once explanted. F/u on the pt found no further issues reported.